Event description:
It was reported that the evita 4 has alarmed "peep valve inop", but when the tech was in the hosp to check the device, it was reported that the ventilator was connected to a pt who died.

Manufacturer narrative:
The device components and add'l info were requested for investigation, but not yet rec'd. Investigation results will be reported in a follow up report.